Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) reported that the surgeon tried to put the lead at the max in the implantable neurostimulator (ins), to see all four blue indicators but it was not possible. The ins was used anyways but only 1 position for stimulation was available. It was reported that the patient felt the same stimulation as during the test phase. After measuring with the clinician programmer, it gave a lifespan of 16-36 months. They would leave the ins and find out if this gave enough stimulation. No surgical intervention occurred or was planned. No further complications were reported/anticipated.

Manufacturer narrative:
Correction: please note, result code and method code no longer apply to this report. Analysis of the returned ins (serial # (B)(4)) revealed foreign material in the connector port, but no significant anomaly of the ins. Visual inspection of the ins did not reveal any significant anomalies. A known good lead could only be inserted into the port of the distal end of connector #3. X-rays showed no obstructions. Once the connector port was cleaned, a lead was able to be fully inserted. There was foreign material (suspected body fluids) observed in the port. Initial examination was ok, with ok telemetry. Good stable output was tested on all electrode pairs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the ins was to be replaced on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the difficulty putting the lead into the ins was not determined. The issue had not been resolved but would be determined later. No further complications were reported/anticipated.